Event description:
The customer is calling to report that she obtained "hi" (>600), 298 mg/dl, 439 mg/dl and 103 mg/dl on her accu-chek advantage meter within 10 minutes. She dosed herself with 7 units of sliding scale humalog based on the reading of 298 mg/dl. She went into convulsions 30 minutes later. She was treated and her blood glucose rose to 109 mg/dl. New system sent to customer and return requested.